Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a robotic laparoscopic hysterectomy, an error message showed on the tower for an endoscope failure. The error could not be discarded. The storz module was rebooted, which resolved the issue. The issue did not recur and there was no patient injury. No negative impact in state of health reported. Cross reference MDR 9610617-2026-00724.